Event description:
During product service by a service technician, a flogard infusion pump was found to have a damaged sensor board. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician as part of preventative maintenance. This is an ancillary service event. The device was visually inspected and functionally tested. During service a sensor board was found to be damaged; the cause was undetermined. No repairs were performed, as the device was swapped. Should additional relevant information become available, a supplemental report will be submitted.